Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent fracture occurred. The target lesion was located in the non tortuous right superficial femoral artery. Following pre-dilation, a 7x150x130cm eluvia¿ drug-eluting vascular stent system was advanced ipsilaterally without friction to the target lesion. Stent deployment was initiated via the thumbwheel and it was observed that the thumbwheel was turning well but the sheath was not retracting gradually. The physician began to manipulate the thumbwheel in attempts to retract the sheath and after several clicks of the thumbwheel, the sheath moved back to release the stent; however, when the blue pull grip was completely pulled back, the eluvia¿ stent was not completely released. The physician then removed the stent delivery system from the patient and it was noticed that a piece of the eluvia¿ stent fractured and remained trapped within the sheath. The other detached portion of the stent was found in the shape of a horseshoe between the right primitive artery, the aorta and the left primitive artery. The physician attempted for several hours to remove the fractured piece; however this was unsuccessful. Two crimped kissing-covered stents were placed in two primitive iliac throughout the struts of the eluvia¿ stent in order to restore a permeability of the aorta to the lower limbs. It was not possible to treat the superficial femoral artery with stents because of the fractured eluvia¿ stent that remained in the patient. No further patient complications were reported and the patient was stable at the end of the procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system (sds) along with a unidentified sheath and a .035 guidewire. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The handle was returned opened from the customer. The outer sheath showed buckling approximately 75 to 79cm from the nosecone. The pull handle along with the inner liner and all the internal components of the handle were still together, except for the mid-shaft which was pulled from the retainer clip and stuck inside of the outer sheath. The mid-shaft showed no damage. The stent was returned in the device and partially deployed approximately 1.5cm and fractured. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that partial stent deployment and stent fracture occurred. The target lesion was located in the non tortuous right superficial femoral artery. Following pre-dilation, a 7x150x130cm eluvia¿ drug-eluting vascular stent system was advanced ipsilaterally without friction to the target lesion. Stent deployment was initiated via the thumbwheel and it was observed that the thumbwheel was turning well but the sheath was not retracting gradually. The physician began to manipulate the thumbwheel in attempts to retract the sheath and after several clicks of the thumbwheel, the sheath moved back to release the stent; however, when the blue pull grip was completely pulled back, the eluvia¿ stent was not completely released. The physician then removed the stent delivery system from the patient and it was noticed that a piece of the eluvia¿ stent fractured and remained trapped within the sheath. The other detached portion of the stent was found in the shape of a horseshoe between the right primitive artery, the aorta and the left primitive artery. The physician attempted for several hours to remove the fractured piece; however this was unsuccessful. Two crimped kissing-covered stents were placed in two primitive iliac throughout the struts of the eluvia¿ stent in order to restore a permeability of the aorta to the lower limbs. It was not possible to treat the superficial femoral artery with stents because of the fractured eluvia¿ stent that remained in the patient. No further patient complications were reported and the patient was stable at the end of the procedure. This product is only ous approved but it is similar to an approved us device.